Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unspecified spinal surgery involving rhbmp-2/acs on (B)(6)-2006. The patient underwent a revision surgery on (B)(6)-2008 that involved an elaborate thoracic construct. Patient had to undergo another revision surgery on (B)(6)-2009 when the hardware from the second surgery broke. Patient underwent another revision surgery on (B)(6)-2010 due to broken hardware from first surgery. On (B)(6)-2012, the patient underwent an si fusion. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, the surgeon conducted surgery on the patient's lumbar spine from the l3 to l5 levels wherein rhbmp-2/acs was implanted. He experienced extreme pain immediately after the surgery, pain that continues to this day. Additionally, he has several large and disfiguring scars on his back and side. The patient became immobile and lost the ability to stand. At his post-operative follow-up with the surgeon on or about (B)(6) 2006, the doctor recommended an extensive course of physical therapy treatments. During his physical therapy, the patient was experiencing an extreme amount of pain and was prescribed a pain management course by the surgeon.